Event description:
The pt was presented with a large lump on the right side of the head directly over the valve housing. The lump was soft and looked and felt, according to dr, as if it were fluid filled dr suspected a valve disconnection with either the ventricular or distal catheter. He stated that the fluid was most likely a build up of csf. Dr. Sued a scalpel to cut the pts scalp and when he was deep enough, a large colume of clear fluid spilled out. Dr alaimed it was definitely csf. When he retracted the scalp flap they saw taht the chpv was in multiple parts and there was not a typical disconnection. In fact, the valve housing had split, from above the valve mechanism down to midpoint of the asd. It was concluded that csf was coming up the ventricular catheter, through the valve mechanism and out the large tare in the valve body. Also noted was the fact taht the distal catheter was still sutured to the male connector on the asd. However the asd had been pulled down through the valve body and was no longer attached to the valve itself. Dir explanted the valve and attached a new chpv to the existing ventricular and distal catheter. Pt, is reported as doing fine.